Manufacturer narrative:
The exact dates of the events are unknown. The type of thv valve is unknown; however, these are the possible PMA numbers for sapien, sapien xt and sapien 3: p110021, p130009, and p140031. The valves were not returned to edwards lifesciences as they remain implanted. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. A procedural or post procedural bleed/hemorrhage without an obvious source of bleeding is a rare but potentially life threatening complication of coronary/cardiac interventional procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. If transfusion and/or intervention is required to control/treat the bleeding, this is considered a serious injury. In this case, there was no allegation or indication a device malfunction contributed to the adverse events. Based on the limited information provided, the exact causes and sources of the ¿bleeding¿ complications cannot be confirmed, investigation results suggest/indicate in addition to the procedure itself, patient factors (age, gender) and co-morbidities may have contributed to the reported events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Bibliography: d. Schewel, et al., correlation of tricuspid regurgitation and new pacemaker implantation in patients undergoing transcatheter aortic valve implantati..., int j cardiol (2017), https://doi.org/10.1016/j.ijcard.2018.03.030.

Event description:
As reported by the edwards affiliate in (B)(4), a journal article titled, "correlation of tricuspid regurgitation and new pacemaker implantation in patients undergoing transcatheter aortic valve implantation" reported that post tavr procedure, 95 patient¿s developed ¿life threatening or disabling bleeding.¿ information regarding the type of bleeding complication, location and treatment for the bleeding complication was not provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.